Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Guide cath: launcher 6f; balloon catheter: trek 2.5x15. The 2.5x15mm trek rx referenced is being filed under a separate medwatch MFR number. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulty. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.

Event description:
It was reported that the procedure was to treat an in-stent restenosis in the proximal right coronary artery (rca) with 70% stenosis. Reportedly the patient had stenting done a few years ago in the rca and had a full metal jacket. A balance middleweight hydro guide wire was advanced and successfully crossed the lesion. A 2.5x15mm trek rx balloon dilatation catheter (bdc) was prepped prior to use and advanced toward the target lesion. The trek had to be forced to cross the lesion due to resistance with the guide wire. The trek was inflated and the restenosis was reduced from 70% to 60%. The trek was removed and resistance was noted with the guide wire during removal. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.